Event description:
It was reported that partial stent deployment and stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6 fr sheathless guide was used from the contralateral inguinal region. A 0.014 inch guidewire was used. The angle of the bifurcation of the distal aorta to the common iliac artery was difficult to determine because there was no comparison target that could be safely used without trouble, but it was not extremely steep. After performing pre-dilation, the lesion was approximately 90% stenosed and a covered stent was placed in the distal sfa. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in the proximal lesion. The stent was able to be deployed halfway. However, the deployment of the stent could not be confirmed by fluoroscopy and the thumbwheel started spinning. When the pull grip of the handle was pulled out to the full extent, it was pulled together with the system and the stent was successfully deployed. The stent stretched approximately 6 cm and covered the common femoral artery (cfa) past the proximal sfa. Dilatation was performed with the 6mm balloon catheter used for predilatation and the procedure was completed. A level of blood flow was obtained from this dilatation. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that partial stent deployment and stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6 fr sheathless guide was used from the contralateral inguinal region. A 0.014 inch guidewire was used. The angle of the bifurcation of the distal aorta to the common iliac artery was difficult to determine because there was no comparison target that could be safely used without trouble, but it was not extremely steep. After performing pre-dilation, the lesion was approximately 90% stenosed and a covered stent was placed in the distal sfa. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in the proximal lesion. The stent was able to be deployed halfway. However, the deployment of the stent could not be confirmed by fluoroscopy and the thumbwheel started spinning. When the pull grip of the handle was pulled out to the full extent, it was pulled together with the system and the stent was successfully deployed. The stent stretched approximately 6 cm and covered the common femoral artery (cfa) past the proximal sfa. Dilatation was performed with the 6mm balloon catheter used for predilatation and the procedure was completed. A level of blood flow was obtained from this dilatation. There were no patient complications reported.